Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 400 mg/dl. Current blood glucose level was 387 mg/dl. The customer was treated with insulin drip and manual injection. Customer was feeling tired due to high blood glucose level. The customer was using the insulin pump within 48 hours of high blood glucose event. Based on customer report customer did allege pump was under delivering. It was reported that insulin pump was not on auto mode. The insulin pump will be returned and reservoir will not be returned for analysis.